Event description:
It is reported that, the device was implanted in 2000. The pt reported having pain in june of 2006. A post-op, x-ray revealed a large cyst on the proximal tibia. The device was explanted in 2006.

Manufacturer narrative:
Evaluation summary: superior surface of articular surface shows normal signs of wear. It also shows evidence that pt was extending into hyperextension. At this time, cause cannot be definitively determined. Evaluation codes: results & conclusions: insert exhibits wear on inferior side and identifying markings are no longer present. An impression of the identifying marking from the base plate can be seen on the inferior side of the insert. The condyles exhibit minimal wear. No lot number was provided; therefore, the manufacturing records could not be reviewed.